Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedance. In addition, sensing noise was observed. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.